Event description:
It was reported that during a procedure, at 61,303 joules; 13 minutes; 130 watt setting, significantly diminished vaporization efficiency due to tissue build up was noted. The doctor wiped the fiber tip but this did not resolve the issue. The fiber was exchanged and the procedure was completed. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.